Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to small r-waves and non-conversion of ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient was hospitalized. No additional adverse patient effects were reported.